Event description:
A patient in end stage renal disease came to the facility for an angio av dialysis shunt procedure due to a poor maturing fistula and dialysis. The fistulogram venogram was performed of the entire access and venous system of the left upper extremity. The patient had been complaining of pain of the hand, so an arteriogram was performed of the left forearm and hand to evaluate the effectiveness of the fistula. A catheter was extended into the antecubital artery, and an angiogram was performed which showed only one major artery (ulnar artery) extended into the hand. Balloon dilatation was performed of the arterial anastomotic site, followed by two coils which were placed within the area of the large collateral. While deploying a 3rd coil into the vessel, it became dislodged from placement and ended up within the peripheral distal branch of the right lung base. This was documented on an x-ray, and thought would not cause any clinical symptoms or consequences to the patient who was informed of the findings, understood, and discharged without complications.